Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a channel turned off could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted.

Event description:
The customer reported that as the patient was returned to her room from the operating room, the pump hit the elevator door and the channel infusing precedex turned off. The system was taken out of service and all tubing except for the fentanyl tubing was sequestered. All drips were re-hung (new tubing, pump and drips). Biomed found no issues.